Event description:
There was an allegation of questionable results from coaguchek vantus meter compared to a laboratory result using an unknown method. At 8:00 am the meter result was 2.8 inr. At 5:00 am the laboratory result was 2.1 inr. The patient received heparin upon admission at the hospital based on the laboratory result. The patient's therapeutic range is 2.5-3.0 inr. The patient tests every day.

Manufacturer narrative:
The meter serial number is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Section d9 was updated. The meter was returned for investigation. It was observed that the customer's returned meter failed to retain power with fresh retention batteries. Examination of the battery compartment revealed heavy contamination on three separate battery contacts. The customer's returned meter could not be investigated due to the corrosion preventing a sufficient power supply. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation determined the root cause was due to contamination of the contacts caused by improper handling or maintenance.